Event description:
Medtronic received information that 1 day post implant of this 29mm mitral bioprosthetic valve, it was reported that the patient developed thrombocytopenia and was prescribed medication. It was also reported that the patient developed increased confusion with acute metabolic encephalopathy and delirium. Subsequently, 1 day later, the patient was being transferred, and the cordis introducer was removed from the patient. The patient then became tachypneic and tachycardic and unresponsive. A stroke call was activated. A computerized tomography (CT) scan discovered air in the cavernous and transverse sinuses but no large vessel occlusion. The patient was given high oxygen therapy and appeared disorientated, further it was noted the patient had left hemiplegia with facial droop, dysarthria, restricted abduction of the right eye and left hemisensory loss with right hemiparesis. It was further reported that the physician believes the patient had a venous sinus air embolism. The patient was transferred to a hospital with the appropriate care. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: a4 - patient weight added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.